Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed "cassette not attached properly." No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical on 05-nov-2019. The reported event occurred on (B)(6), 2019 and there was no patient involved. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens and downstream occlusion seal bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection and sensor testing were performed. The customer's reported problem " alarms cassette not attached properly" was confirmed. According to the investigation the pump dso was non-reactive possibly due to contamination. Investigation was unable to remove the dso bezel to inspect the dso sensor. Service replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.